Event description:
It was reported that pen ndl 32g 4mm 100bx 1200 USA was unable to deliver medication. This occurred on 30 occasions. The following information was provided by the initial reporter: material no. 320122 batch no. 9338960 it was reported that medication slows down during injections and sometimes stops flowing. Verbatim: consumer reported the medication slows down during her injections and sometimes stops flowing. Stated she will receive some of her medication dose and then the medication just stops during her injection. Stated about 30 needles are not good in current box. Stated sometimes the medication flows during priming and sometimes it does not. Stated if no medication flows during priming, consumer does not use that pen needle.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-12-01 h6: investigation summary customer returned (3) sealed 4mm, 32g pen needles from lot # 9338960. Customer states that medication slows down during injections and sometimes stops flowing. All returned pen needles were tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. See h.10.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm 100bx 1200 USA was unable to deliver medication. This occurred on 30 occasions. The following information was provided by the initial reporter: material no. 320122; batch no. 9338960. It was reported that medication slows down during injections, and sometimes stops flowing. Verbatim: consumer reported the medication slows down during her injections and sometimes stops flowing. Stated she will receive some of her medication dose and then the medication just stops during her injection. Stated about 30 needles are not good in current box. Stated sometimes the medication flows during priming and sometimes it does not. Stated if no medication flows during priming, consumer does not use that pen needle.